Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and demerited the issue was due to customer upgrading system where the hardware did not include audio at remote displays. Customer was provided with information to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that after install, the device was having audio issues. The device was in use on patient at time of event; there was no adverse event reported.